Manufacturer narrative:
The service engineer (se) inspected the device, reviewed the logs and was unable to duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a ventilator inoperative message with the safety valve open and entered back up ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.